Manufacturer narrative:
The reported event was confirmed by the complaint specialist during device evaluation; during the visual inspection the hook of the clamping mechanism was found to have broken off. The device was scrapped as it was not repairable.

Event description:
It was reported that during a surgical procedure conducted at the user facility the hook of the navlock broke off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the hook of the navlock broke off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the hook of the navlock broke off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.